Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms noted during testing. The power management graph was in specification. However multiple pump error alarms were present in the format history file due to an intermittent non-sleep anomaly software error. The pump was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay and damaged keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power system error. The customer's blood glucose level was 6.9 mmol/l at the time of the incident. The customer stated that she had lost 4 batteries. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.